Manufacturer narrative:
This supplemental report is being submitted to provide additional information. During the evaluation by olympus medical systems corp. (Omsc), the reported endoscopic image loss was duplicated. The evaluation confirmed water leakage from the instrument channel of the device. In addition, it was confirmed that there were multiple scratches on the inner surface of the instrument channel. Considering the evaluation result, it was surmised that the reported event occurred by short circuit around the electrical image unit (ccd) due to the water leakage of the instrument channel. The water leakage of the instrument channel was possibly caused by interference of endo therapy accessories. The instruction manual of the device instructs; be sure to perform a leakage test on the endoscope prior to manual cleaning and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions and poses an infection-control risk.

Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the endoscopic image of the subject device disappeared. The user facility changed the subject device and the procedure was completed with another rigid scope. There was no report of patient injury associated with the event.